Event description:
Clinical trial. It was reported that during a percutaneous coronary intervention (pci), a vessel dissection occurred. The 99% stenosed target lesion was located in the proximal left anterior descending (lad). The patient was admitted with angina pectoris and palpitations. Her blood pressure of more than 200 mmhg was not improved after taking nitro-glycerine. A myocardial scintigraphy 2 days after revealed significant anterior-apical, apical and posterolateral ischemia. One day later, the patient underwent a repeat revascularization pci for angina. Another manufacturer's wire was unable to pass through the occlusion. After several manipulations, it was possible to pass through the occlusion using a different non-bsc wire. A placement of a 2.0/20 maverick balloon and multiple dilations was performed in the lad with some flow of the region in the lad, with alteration over a long segment revealed localised dissection of the vessel. The vessel was relatively narrow caliber and stenosis was over a long segment. The patient was largely symptom free and no further measures performed. Patient was discharged with recommendations that plavix be continued for life.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical and or procedural factors.